Manufacturer narrative:
(B)(4).

Event description:
It was reported that ICD perforated and patient extracted the ICD by his own. The patient is fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.